Manufacturer narrative:
Pump received with button error alarm and no button response due to corroded keypad traces. No scrolling numbers display anomaly noted. No moisture damage on electronics noted. Unable to verify failed battery test alarm, battery out limit alarm and perform displacement, basic occlusion, occlusion, prime, no delivery test due to button error alarm. Unit had scratched display window and cracked battery tube threads. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 84 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.